Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a sigmoid polyp internal hemorrhoids ligation procedure performed in the sigmoid flexure on (B)(6), 2020. According to the complainant, prior to the procedure, it was noted that one of the elastic bands detached and could not be used. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1484 captures the reportable event of bands premature deployment. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the tripwire was partially rolled in the handle assembly and the crimp was present on the trip wire. The ligator head was returned in its plastic sealed package, indicating the device was not used. Additionally, it was found that the velcro strap was broken. The broken ends was inspected under high magnification, and it was found that there was an evidence of tension and torsion of the material. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a sigmoid polyp internal hemorrhoids ligation procedure performed in the sigmoid flexure on (B)(6) 2020. According to the complainant, prior to the procedure, it was noted that one of the elastic bands detached and could not be used. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.